Event description:
Healthcare professional reported "the paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening, leaving fibers that end up in the sterile area where the implant is.¿ this record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed delamination of inner lid. No additional observations performed on the device. No further actions are required.